Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of an unspecified quantity of transfer sets; further described as "in the process of disconnecting, the dark blue threaded tip actually became loose". This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.